Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and would no longer power on. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be due to an electrically leaky filter, designator fl10 from the analog pcb assembly. The electrically leaky filter caused the internal hlc batteries to become depleted. The customer received a replacement device.